Event description:
The user facility reported that during a therapeutic colonoscopy, three rotatable clip fixing devices were not able to be utilized for hemostasis. From the video image view, the users reported that one of the clips had half the side of the clip missing and the other two clips would not fully open. The procedure was completed with a different, but similar clip while the colonoscope remained inside of the patient. There was no patient injury, however the patient was given a couple of mins of add'l anesthesia. The user facility also reported that the clip part of the device was not inspected prior to the procedure.

Manufacturer narrative:
Two out of three devices referenced in this report were returned to olympus for investigation. Only a visual inspection was performed, because the clips were received in a bag covered with blood and biomaterial. The investigation did not confirm the user's report of half the clip missing or the device not fully opening. One of the clips was still attached to the device and was bent at an odd angle, which may be due to physical damage. The other clip was also still attached to the device and was partially open; the user may not have fully opened the clip and closed it halfway. The cause of the user's experience cannot be conclusively determined. A local endoscope support specialist will be visiting the user facility and providing educational support. This report is being filed as an MDR in an abundance of caution.